Event description:
It was reported that a spectrum infusion pump's keypad ok button not working. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information d1, d3, d4: unique identifier (UDI) #, d4: model #, g4: combination product additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'ok button not working? ' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be damaged keypad overlay. The keypad will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.